Manufacturer narrative:
Manufacturing review: - a manufacturing review could not be conducted as the lot number for the device has not been provided. Visual/microscopic inspection: - the device was not returned. As images were not provided, a review could not be performed. Functional/performance evaluation: - as the device has not been made available to the manufacturer, a review could not be performed. Medical records review: - as medical records were not provided, a review could not be performed. Image/photo review: - no medical images have been made available to the manufacturer; therefore, a review could not be performed. Conclusion: - the device was not returned. Images were not provided. The investigation is inconclusive for the alleged limb detachment and perforation of the ivc wall. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: - the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately fifteen months post filter deployment, imaging allegedly demonstrated a tilted vena cava filter, and a detached filter limb perforating the ivc wall. Reportedly, the filter was successfully retrieved; allegedly, the detached limb could not be removed. Reportedly, no surgical intervention to retrieve the detached limb was recommended. Patient status at this time is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient was hemodynamically unstable after a common iliac artery intramural hematoma which was identified by a CT scan. An abdominal angiogram was performed which did not demonstrate internal filling defects, intimal flap or dilation of the visualized aorta. An inferior vena cava filter was successfully deployed in the infrarenal location via right common femoral vein approach. The patient was hemodynamically stable at the conclusion of the procedure. Approximately one year three months post vena cava filter deployment, the patient presented for a scheduled filter retrieval attempt. A vena cavogram performed demonstrated mild tilting of the filter and one detached filter limb prior to any retrieval attempts. The filter was successfully retrieved, and inspection of the device confirmed one detached filter limb. Several unsuccessful attempts were made to retrieve the detached filter limb before the procedure was concluded. The patient was taken to the CT suite and the scan demonstrated the filter limb embedded within the caval wall and the tip extending beyond the confines of the ivc wall. The radiologist stated no future attempts will be made at retrieving the embedded strut unless the patient becomes symptomatic. There was no additional information provided within the medical records received. Conclusion: neither the device nor images were returned. Medical records were provided. Approximately fifteen months after deployment, during a scheduled retrieval attempt, spot imaging allegedly demonstrated a mildly tilted filter with a detached limb. Allegedly, the filter was successfully retrieved; however, the detached limb remained inside the ivc. CT imaging after the retrieval procedure allegedly demonstrated the filter limb embedded within the caval wall with the tip extending beyond the confines of the wall. Based on the medical record review, filter tilt, limb detachment, and perforation of the ivc wall can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications:movement, migration or tilt of the filter are known complications of vena cava filter. Filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received - it was reported by the patient the vena cava filter was deployed in conjunction with trauma. After an unknown amount of time post filter deployment, the filter was successfully removed percutaneously; however, a detached filter limb was unable to be retrieved and remains embedded within the anterior wall of the vena cava. Based on medical records received from the patient, it was identified approximately one year three months post inferior vena cava filter deployment in a polytrauma patient with liver laceration, vena cavogram demonstrated mild tilting of the filter and one detached filter limb prior to any retrieval attempts. The vena cava filter was successfully retrieved; however despite multiple attempts to retrieve the detached filter limb, the limb remains embedded within the vena cava wall. Follow up CT scan demonstrated the tip of the detached filter limb to be extending beyond the caval wall. The radiologist stated "no future attempts will be made at retrieval." There was no additional information provided surrounding the filter event.